Manufacturer narrative:
Findings: pump received with cracked/bleeding lcd glass, minor scratched display window and cracked reservoir tube lip. No blank display or moisture damage inside pump noted.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture and the screen went blank. The customer has a blood glucose level was mg/dl at the time of the call. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.